Event description:
It was reported that the left ventricular lead exhibited loss of capture. Fluoroscopy revealed lead dislodgement. The lead was capped and replaced. The patients condition was stable throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.